Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was confirmed vial clinician review. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "represents a male patient, dob (B)(6) described as weighing (B)(6) kg who underwent a right tha on (B)(6) 2018 which was revised on (B)(6) 2020 for recurrent dislocations. On (B)(6) 2018 handwritten brief operative note for a right tha under general anesthesia and a posterior approach. Acetabulum was reamed to 57 for a 58 trident hemispherical shell, 32/10 degree liner, cemented exeter stem. Uncomplicated surgery was noted. Implant labels for the surgery note a #3 exeter v-40 stem with a 32/0 v-40 lfit head were implanted. X-rays on (B)(6) 2020 notes an ap right hip with a hybrid tha. No screws in the acetabular component, reduced and in nominal position. Another ap of the right hip on (B)(6) 2020 shows the hip dislocated with no other changes in the components. No clinical or pmh, no revision operative report or examination of explanted components. Based upon the information available for review, we can confirm at least 1 dislocation of the right tha, but cannot comment on the cause of this clinical event or create a medical report regarding this case." Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: clinician review indicated that we can confirm at least one (1) dislocation of the right tha, but cannot comment on the cause of this clinical event. The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or past medical history (pmh), revision operative report and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
An exeter / trident hip was revised for recurrent dislocation.